Event description:
Molecular application support (mas) reported on behalf of the customer, a decreasing of rlu values in the negative and positive controls and samples of sars-cov-2 tma assay ml: 281254, ran on panther instruments. Technical support (ts) noted customer product support (cps) was aware recent lots of sars-cov-2 tma assay showing ~40-50 rlu decrease for negative controls relative to preceding lots. Ts reviewed available assay results and observed 2/20 positive controls run had slightly low rlu. Ts advised customer review proper reagent constitution and handling.

Manufacturer narrative:
Comercial solutions specialist (css) was dispatched. The initial css review of the run report data form multiple instruments confirmed the presence of a widespread contamination event. All panther testing was suspended on (B)(6) 2021. A comprehensive program of environmental swabbing, cleaning and panel testing was completed by the hologic css team with subsequent release of the cytology instrument for hpv testing on (B)(6) 2021 and virology on (B)(6) 2021. Hologic concluded that the cause of the contamination event was the use of a bleach solution which contained a concentration of sodium hypochlorite below hologic's recommendations. The use of this bleach solution resulted inadequate decontamination of the panther reaction product which was subsequentially spread across the laboratory environment including reagent and sample preparation areas. The environmental monitoring procedures in place failed to detect the environmental contamination. The laboratory is currently operational following extensive support by the hologic css team, environmental swabs at the time of instrument return were negative and all impacted instruments have returned to negative results on one hundred negative panels. Hologic will continue to monitor. Css confirmed no false results were sent to customer. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.